Event description:
It was reported the signal output connector on the epg (external pulse generator) was broken. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The connector was found to be broken. (B)(4).